Manufacturer narrative:
Concomitant medical product: 305c25 tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and x-ray showed rv lead had microdislodged. The rv lead was repositioned successfully. No patient complications have been reported as a result of this event.